Event description:
On (B)(6) 2013 it was observed that a faulted system diagnostics test occurred that changed the patient¿s settings to output=1ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=60min/ magnet output=1ma/magnet pulse width=500usec/magnet on time=30sec at the time of implant on (B)(6) 2006. These settings were not corrected and then a final system diagnostics test appeared to have changed the settings again that day to output=0ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=60min/magnet output=0ma/magnet pulse width=500usec/magnet on time=30sec as the patient was interrogated and found at these incorrect settings at the next visit on (B)(6) 2006. The settings were corrected on (B)(6) 2006 to output=0.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=10min/magnet output=0.25ma/magnet pulse width=250usec/magnet on time=60sec.

Manufacturer narrative:
Analysis of programming history.